Event description:
Customer reported both monitors intermittently go dark. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 12 volt power supply. System operates as intended.